Event description:
Caller reported a cgm error with their device. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support through a pump reset, after which the cgm error did not reappear, and they successfully started their sensor session.